Event description:
It was reported by dealer that the vertical bar was bent on the rpl600-2 lift. Sent dealer fax of boom for her to verify part number. The dealer did not have injury or property damage reported.